Manufacturer narrative:
The pump was returned to animas for evaluation. The complaint regarding elevated blood glucose levels was unable to be investigated due to a motor failure. The motor assembly was found to be damaged during evaluation. During evaluation, a prime was attempted and the pump emitted an alarm indicating that there was no motor movement.

Event description:
The patient reported waking up and feeling as though his blood glucose levels were elevated. He tested his blood glucose levels and they were 32mmol/l. The patient changed his supplies and attempted to prime the pump. The patient reported that no motor sounds were present. The patient reported that his blood glucose levels were at 7.2mmol/l prior to going to sleep. The patient reports no alarms in the pump history and no illness. This complaint is being reported due to the patient experiencing elevated blood glucose levels.